Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 29-oct-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity was received inside a biohazard bag. During a visual inspection, the device was inspected under magnification. The handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. No lens was received for evaluation. No further evaluation was performed. The complaint issue "trailing haptic not folded" was not identified during product evaluation as no lens was received for evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The technician advanced the plunger of the diu375 model intraocular lens (iol) and it felt ok, but not sure. The lens was subsequently handed to the doctor, who proceeded to advance it into the patient¿s eye. It was noted that the trailing haptic was not positioned on the optic as anticipated but was instead straight within the cartridge barrel. The doctor utilized a grasper to remove the haptic from the injector and successfully placed the iol into the posterior capsule. The lens was undamaged, and there was no harm to the patient¿s eye. No patient injury was reported during the procedure. The suspect iol is not available for return as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: the following field was updated based on the additional information received: section b5: additional information indicated that the affected eye was the patient's right eye. There were no sutures and no vitrectomy required and it was confirmed that there was no harm to the patient. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.